Event description:
Reportedly, the device was explanted after an implant duration of 101.30 months due to unknown reasons. A valve was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned, as it was discarded by the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device will not be returned for evaluation, as it was discarded by the hospital.